Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated date of implant. The device is not returning. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
The following was reported via a physician survey by a marketing research company: the physician is concerned about edge dissections during deployment of xience stents, even when deploying a few atmospheres above nominal pressure. It was not reported how the dissection was treated. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The following additional information was received: the physician finds that the xience alpine balloons are not as compliant as some of the non-abbott devices and that they should not be used if high pressure is required, otherwise a dissection can occur. Any dissections that may have occurred were treated by implanting another stent and there was no adverse patient sequela. No additional information was provided.